Manufacturer narrative:
Requested product was not received for investigation. Retained test strip samples from the same lot reported by the customer (B)(4) were tested with control solution instead. All results were within the range specification and no errors were observed. The complaint is not confirmed.

Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer reported that on (B)(6) 2015 she performed a test on her adc blood glucose meter and received a "normal reading" that was higher than she felt. During the call, she could not recall the time the reading was taken, but further reported experiencing symptoms described as "feeling cold and clammy" when obtaining a reading of 81 mg/dl on her adc blood glucose meter. It was reported that she self-treated with a glass of orange juice and two tortillas. Paramedics were called and an unspecified "low" glucose reading was obtained on an unknown device. Customer was transported to a local healthcare facility where another unspecified glucose reading was obtained on an unknown device and was considered "low". Customer was diagnosed with hypoglycemia and treated with a glass of juice. No other medication or treatment was provided. There was no report of death or permanent injury associated with this event.